Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up. It was reported this event occurred 6 times. The following information was provided by the initial reporter and translated from (B)(6) to english: the customer stated "fibrin serum found in serum or tube wall after centrifugation. Customer noted that the sst samples were full inverted for 5 times after blood draw, and allowed to clot within 30 minutes to 1 hours. All tubes were kept upright after blood draw, during clotting time and prior to centrifuge. The tubes were centrifuges at 3300 rpm for 5 minutes (no temperature control), in a swing bucket rotor.¿

Manufacturer narrative:
H6: investigation summary: bd received no samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fibrin with the incident lot was observed. Red cell hang-up was not observed. Ten retained samples of the same lot were tested and the indicated failure mode for fibrin and red cell hang-up was not observed in the testing performed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, fibrin strands and red cell hang up, because the defect was not evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for fibrin strands and red cell hang up, demonstrated clinically acceptable performance. This complaint is confirmed with respect to fibrin strands based on the photos provided only. This complaint was unable to be confirmed with respect to red cell hang-up.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up. It was reported this event occurred 6 times. The following information was provided by the initial reporter and translated from chinese to english: the customer stated "fibrin serum found in serum or tube wall after centrifugation. Customer noted that the sst samples were full inverted for 5 times after blood draw, and allowed to clot within 30 minutes to 1 hours. All tubes were kept upright after blood draw, during clotting time and prior to centrifuge. The tubes were centrifuges at 3300 rpm for 5 minutes (no temperature control), in a swing bucket rotor.¿